Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported blank display issue and power loss alarm.  Performed troubleshooting.  Customer cleaned battery cap and inserted new battery.  Display returned and got the power loss alarm. Cleared alarm and advised to monitor pump and call back if issue recurrs. Customer also reported a low blood glucose of 33 mg/dl.  Customer stated that she treated it with orange juice and crackers.  Customer declined low blood glucose troubleshooting. No insulin pump is being returned and replaced.